Event description:
Revision of right shoulder due to re-occurring instability. This event report was received through clinical data collection activities.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific info was not provided, precluding a review of the device history record. Engineering evaluation noted that the revision reported was likely the results of instability due to increased soft-tissue laxity (looseness), inadequate flexion of the implants, or improper positioning or alignment of the prostheses.